Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device alarmed and completely shut down. It was mentioned by the customer that the clinician does not recall getting a low battery warnings. The event occurred at the intensive care unit. Although requested, additional information was not provided.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of the system shutting down was confirmed as a result of a channel disconnected/ power loss event. The exact time of the reported event was not determined since there were three incidents identified in the logs. It should be noted that a low battery alarm is not produced as a result of this type of issue. Log analysis results: results from a review of the pcu event logs identified 3 channel disconnected/ power loss incidents on (B)(6) 2020 during the time of the reported event. The incidents occurred at 7:19 pm, at 7:31 pm and again a few seconds later. Prior to the incident, the pcu was powered on at 07:04 pm on (B)(6) 2020. Prior to the event, the system consisted of pump module s/n (B)(6), pump module s/n (B)(6), pump module s/n (B)(6), pump module s/n (B)(6) and an auto ID module s/n (B)(6). The profile in use at the time of the incident was believed to be ¿adult general¿. Reviewed battery log showed no battery discharge (lb3) events or evidence that would indicate the reported issue was associated to a battery malfunction. Test results: iui test results suspects the pcu male iui connector causing the channel disconnect failure. Several contributing factors can be attributed to the iui failure including the presence of white dried residue, unidentified film contaminants, cracks and crushed ribs between pins 3 and 5 on the contact pins. The connector was also found to be 8 years old. Device inspection: an external and internal inspection of the source device identified the male iui contact pins with the presence of white dried residue, unidentified film contaminants, cracks and crushed ribs between pins 3 and 5. The male iui connector p/n 10963611; date of manufacture jan2013. No other obvious issues or anomalies were observed with the inspection of the returned device. The incident administration set was not returned and could not be inspected. Root cause analysis: the probable cause of the customer¿s experience with a shutdown event was exhibiting by a channel disconnect/ power loss with the pcu, suspected to have been caused by a failure of the male iui connector on the pcu. It is suspected that the pcu male iui connector failed as a result of contamination identified on the iui contact pins. Device history review: a review of the device history record showed the device had a manufacture date of 12feb2013. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Device received for evaluation.

Event description:
It was reported that the device alarmed and completely shut down. It was noted that the clinician does not recall getting a low battery warnings. The event occurred at the intensive care unit. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that pump alarmed and then completely shut down.